Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the orsiro was delivered to the lesion in the rca and tried for implantation, but the balloon could not be inflated. Therefore, the device was removed.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.